Event description:
Physician attempted subclavian triple lumen procedure. J-wire kept bending. Physician unable to thread triple lumen over j-wire. After much manipulation, was able to thread triple lumen. [The j-wire was bent in the middle well above the j end of the wire. The physician was experienced with the device and had experienced the same incident earlier in the same day. Both incidents involved the same device, manufacturer and lot number.]